Manufacturer narrative:
The reported events of lead dislodgement, far r oversensing, and inappropriate capture were not confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented remotely via merlin.net on 24 may 2024. Review of transmission revealed that the right atrial (ra) lead was dislodged and exhibited far-r oversensing. The patient came to the clinic on (B)(6) 2024 and the ra lead exhibited inappropriate capture and programming changes were done. On (B)(6) 2024, the physician elected to explant and replace the ra lead. The patient was stable throughout the procedure.